Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used during a polypectomy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the snare loop could not deploy correctly. There was resistance felt and sudden movements during closing the snare and an uncontrolled closure. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.